Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Model number, lot number, manufacture date, exp date and gtin: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 9009171, mfd. 05/16/19, exp. 2024-05-16, gtin (B)(4). 2nd (second): ifuse-3d implant, p/n 7045m-90, lot# 2676721, mfd. 04/15/19, exp. 2024-04-15, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7035m-90, lot# 2650991, mfd. 11/26/18, exp. 2023-11-26, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. After a period of si joint pain relief, the patient later reported to a new surgeon with complaints of radicular pain and requested that the implants be removed. That surgeon was unable to remove the implants in (B)(6) 2020 because they were solidly fixed in bone. The patient later reported to her original surgeon who was able to remove all three implants at her request in (B)(6) 2020. The surgeon used chisels to remove all three implants as they were solidly fixed in bone. The status of the patient following the revision procedure is not known.